Event description:
It was reported by service report that the stretcher would not pump up due to missing parts. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Missing hex washer head screw, washer, pump pedal bushing.